Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.